Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced a close door message which is likely what the reported "door open error message" was referring to. The close door message was caused by a warped lower door hook, preventing the door hook from engaging. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door open message. It was also reported that there was no pt involvement.